Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination found no kinks or damage along the hypotube. Visual examination of the bumper tip found no damage or issues with its profile. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found that the distal end of the stent was damaged. The distal struts were raised and misaligned. This type of damage to the stent is consistent with the stent meeting an obstruction during advancement. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery. A non-bsc introducer sheath as advanced and a non-bsc guide catheter was then placed. After a non-bsc guidewire was advanced to cross the lesion, predilation was performed with a non-bsc balloon catheter. Subsequently, a 12 x 4.00 promus premier¿ drug eluting stent was advanced but failed to cross the lesion. Additional dilation was performed but the stent still failed to cross the lesion. The device was removed and was checked outside the patient where the physician noted that the edge of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery. A non-bsc introducer sheath as advanced and a non-bsc guide catheter was then placed. After a non-bsc guidewire was advanced to cross the lesion, predilation was performed with a non-bsc balloon catheter. Subsequently, a 12 x 4.00 promus premier&#10244;rug eluting stent was advanced but failed to cross the lesion. Additional dilation was performed but the stent still failed to cross the lesion. The device was removed and was checked outside the patient where the physician noted that the edge of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.